Event description:
It was reported to technical services on 10/03/2011 that this ra lead is scheduled for a change out due to high thresholds. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).